Event description:
It was reported that pump experienced malf 16 malfunction error that could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support confirmed shipping details, instructed caller to place pump in storage mode, and advised caller to reprogram pump settings and reconnect cgm on replacement pump; faulty pump was arranged to be returned using prepaid label, and replacement pump was provided under warranty.